Manufacturer narrative:
(B)(4). The customer reported feeling full on (B)(6) 2010 and an iipv was suspected. A drain volume meeting iipv criteria was confirmed in the device logs to have occurred on (B)(6) 2010 (cycle 5) with a drain volume of 3002 ml. The reported issue was not duplicated during evaluation. The cause for the reported iipv was determined to be insufficient drain, use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the reported iipv. Labeling review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) and reported that the home patient (hp) was feeling full when using the hc. The hp's fill volume was 1700 ml and the last drain volume was 3000 ml. This meets increased intra-peritoneal volume (iipv) criteria. The registered nurse (rn) believed the cycler was the issue, therefore, the hc was swapped. Product surveillance contacted the peritoneal dialysis nurse on (B)(6) 2010, regarding the report of the feeling full. The nurse stated the hp's largest prescribed fill volume (lpfv) is 1800 ml. The nurse stated the hp did not report this event to her. Additionally, the hp has not reported any symptoms to her. The nurse confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following therapy.